Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Current vessel morphology was reported as disease progression, with aortic neck dilatation and there was severe tortuosity in the iliac limbs. It was reported that six years post index procedure an intervention was performed for the migration and proximal type I endoleak of the aneurx bifurcated stent graft with the placement of two aortic cuffs. One month ago the patient presented emergently with abdominal pain, back pain, and was hypotensive. The patient was stabilized. A CT scan revealed an apparent type iii endoleak, fabric in the iliac limb of a previously placed aneurx graft. It appeared to be due to fabric tear or a hole in the graft, not modular disconnection. The physician elected to implant an endurant iliac limb 16x16x93 resolving the type iii endoleak, fabric. No additional clinical sequelae were reported and the patient is fine. The review of returned cta images 9 years post-implant showed that the aortic cuffs were both just below the renal arteries. The bifurcate flow divider was approximately 4.5cm below the renal arteries. The ipsilateral limb and extension were placed into the left iliac; the ipsilateral extension was acutely angulated 90deg to the ipsilateral limb, which also appeared to be a disconnected from the ipsilateral limb. The contra limb and extension were in the right iliac, crossing over the ipsilateral limbs in the distal sac. The max diameter aaa was 10.5cm. Contrast is seen within the sac. The source of the endoleak could not be confirmed; may be due to the stent graft disconnection or from a type iii fabric endoleak proximal to the disconnection. Angiogram images from revealed the disconnection between the ipsilateral limb and extension, however, an endoleak could not been confirmed. A limb was then seen implanted in the ipsilateral limb, which bridged the limb gap. No endoleak or other stent graft issues were seen on the final angiogram. The cause of the limb separation is unknown; may be due to aneurysm morphology changes and extreme limb angulation. The cause of the type iii fabric endoleak could not be determined. The bifurcate migration was likely due to disease progression.

Manufacturer narrative:
(B)(4). (Films) evaluation, results: inherent risk of procedure (endoleak, migration); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation, severe vessel tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation, severe vessel tortuosity).